Event description:
I had a total knee replacement on (B)(6) 2011 by dr (B)(6), a smith and nephew genesis ii (product #(B)(4). I started having problems with it causing pain in (B)(6) 2014. I was told my knee had come loose and would have to be replaced. I was told by the doctor who did the initial surgery that the knee would last 15 to 20 years. Mine only lasted 3 1/2 years. Dr (B)(6) of (B)(6)performed knee revision surgery on (B)(6)2015. I had to have the first knee removed and dr (B)(6) had to build up the fractured bone caused by the device loosening. I think this is wrong. I live in (B)(6) and have been told that it has strict malpractice laws and that even though my problem was caused by dr (B)(6) error (as told to my wife and I by dr (B)(6) after the revision surgery). (B)(6) says that after 3 years the doctor or the manufacturer cannot be held responsible. So even though dr (B)(6) told me 15 to 20 years it only matters that it lasts 3 years.